Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on and off. Upon functional testing, the fse found that the miniature circuit breaker (mcb) tripped, and it was unable to reset the mcb. The fse replaced miniature circuit breaker (mcb), after the replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method was corrected.

Event description:
It has been reported to philips that system was not getting on and off. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.